Manufacturer narrative:
(B)(4) - operator not trained in use of proglide device. Per the instructions for use, under caution - this device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Reportedly, the physician was not trained in use of the proglide device. The proglide instructions for use states: federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and/or interventional catheterization procedures and who has been trained by an authorized representative of abbott vascular. Evaluation summary: the device was returned for evaluation. The reported cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Six unused sterile proglide devices with the same lot number, 30719k1, as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that an arteriotomy closure was attempted in the right common femoral artery using a proglide device with a 7f sheath after a vascular abnormality interventional procedure. Reportedly, the device would not deploy; a cuff miss occurred. Two additional proglide devices were used with the same results. Hemostasis was achieved using a non-abbott device. There were no reported adverse patient sequelae. There was no reported clinically significant delay in the procedure. The physician is reportedly not trained in the use of the proglide device. No additional information was provided.